Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the outer insulation was damaged and the outer coil was compressed at 23.5 cm to 25.0 cm from the connector pin. The inner insulation was breached, due to clavicular crush which could have caused the reported noise problem.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient complained of chest wall stimulation at higher outputs. The lead was explanted and replaced.